Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: the display lens was scratched. Unrelated to the original complaint, the bolus button cover was torn in the center but the button was still functional.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.